Event description:
The pt reportedly had a problem with their pump and required hospitalization. Pt began experiencing high blood sugar level on an evening in 10/03. Pt changed site, set, pump battery and insulin cartridge twice. Pt presented to the ER the following and required insulin drip to control blood sugar. Pt denies any alarms/alerts were received or that infusion sets cannulas were bent. Pt thought she might have an infection. As of friday, had cough and sinus hurt. With pt disconnected from pump, pt successfully loaded catridge and primed tubing, pt programmed pump to deliver a 10 unit bolus, pump delivered without difficulty.